Event description:
Customer woke up and went to the bathroom and collapsed. Customers family member performed blood glucose readings and received results of 93, 92, 90. (Mg/dl) paramedics were called and received a result of 40mg/dl. Emt's treated with a dextrose IV. Unk if medicine was dosed before incident. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.